Event description:
Litigation papers received. Although there are no patient specific allegations mentioned, liner and head are still being reported due to metal on metal comments in the general litigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2293169. A search of the complaint database finds additional reported incidents against lot code 2334982 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.